Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. The patient received inappropriate atp and hv therapy for non sustained rv oversensing due to far r wave oversensing. Additionally, low r wave sensing was also noted. The lead was capped on (B)(6) 2017. The patient was doing well the next morning with no complications from the procedure.